Event description:
The pt had performed a precision test with results of 1.8, 2.4, 6.1 mmol/l, all performed within 10 minutes of each other. During troubleshooting, it was verified that their meter was coded correctly and that their test strips were in good condition and within the expiration date. They were walked through a control solution test, which failed outside range. They were asked to retest, but the second control solution test also failed. The pt had no received any medical attention or treatment and there is no report of an adverse event. The pt was sent a one touch ultra system.